Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that after wearing a tampon for a few hours, upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
During consumer follow-up she says she was able to remove all the pieces of the pledget from her vaginal cavity. She did not seek medical attention. She did not experience any adverse health effects.